Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. The file indicated the use of a non-qualified company cartridge, company injector and company ophthalmic viscosurgical devices (ovds). The company lens model is only approved for use in the company cartridge with a company handpiece (green handpiece) and company viscoelastic. The root cause for the reported complaint is most likely related a failure to follow the IFU. The account used a lens/ company combination which is not qualified for use. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery with intraocular lens (iol) implant procedure, the iol did not unfold as usual, the surgeon removed it from the eye. There was a patient contact with the injector without any injury. No further information is expected.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).